Manufacturer narrative:
Analysis was unable to perform the displacement test and occlusion test due to missing retainer. Insulin pump was received with missing reservoir tube o-ring, broken belt clip rails, fading serial number and pillowing keypad overlay.

Event description:
Assisted with troubleshooting. The customer's blood glucose level was 230mg/dl at the time of the incident. The customer stated that the insulin pump was dropped and ran over. Customer stated that there was an o-ring missing and damage to the belt-clip. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.